Event description:
It was reported that the patient was upset about the cleaning and the instructions being complicated. They insisted the people in facilities did not follow the guidelines and wanted to know what they are doing and told anyone would not advise the patient against the cleaning policy. The user thought that they need to change the instructions so could use it at their facility. The length of the time the patient had been using the purewick products was unknown.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿incorrect/ missing translation; missing instructions; vendor/printer error". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the purewick capitol and accessories ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient was upset about the cleaning and the instructions being complicated. They insisted the people in facilities did not follow the guidelines and wanted to know what they are doing and told anyone would not advise the patient against the cleaning policy. The user thought that they need to change the instructions so could use it at their facility. The length of the time the patient had been using the purewick products was unknown.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.